Event description:
Information received from the article: jagadeesan et al. Endovascular balloon-assisted embolization of high-flow peripheral vascular lesions using dual-lumen coaxial balloon microcatheter and onyx: initial experience. J vasc interv radiol 2014; 25:587-592. Four patients were treated with balloon-assisted embolization performed by delivering onyx ethylene vinyl alcohol copolymer through a dual-lumen coaxial balloon microcatheter is a new technique for the management of peripheral vascular lesions (off-label use). The records were reviewed retrospectively for the article. One patient had inadvertent adverse embolization of a digital artery (during a second embolization procedure 51 days after the initial procedure), which was not caused by reflux of onyx, but could still be related to balloon inflation. Although there was no reflux, there was retrograde passage of a small amount of onyx via the nidus to a digital artery feeding the third digit, causing the digit to become slightly cyanotic. This onyx cast was surgically removed from the vessel on an emergent basis. Prior to the adverse event, the patient presented with a high-flow intraosseous avm (arteriovenous malformation) of the left hand, causing pain and enlargement of the hand. Imaging showed multiple arterial feeder vessels arising from the superficial palmar arch, in close proximity to and anastomosing with the digital arteries of the third and fourth digits.at 9-month follow-up, the patient had normal function of the digit without pain. In conclusion of the article, it is stated that balloon-assisted embolization performed by delivering onyx ethylene vinyl alcohol copolymer through a dual-lumen coaxial balloon microcatheter is a new technique for the management of peripheral vascular lesions. This technique does not require an initial reflux of onyx to form around the tip of the microcatheter before antegrade flow of onyx can commence.

Manufacturer narrative:
The report was created to capture the adverse event of onyx migration to another location and the complication. All information was received from the article: jagadeesan et al. Endovascular balloon-assisted embolization of high-flow peripheral vascular lesions using dual-lumen coaxial balloon microcatheter and onyx: initial experience. J vasc interv radiol 2014; 25:587-592. (B)(4).